Manufacturer narrative:
Uf/importer rpt num (B)(4): if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, 2 devices would not inflate. A third device was used to complete the case.